Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet displayed an alert 38 motor stall multiple times despite several restarts, after which a guided dry run without the infusion set connected produced no alert, and a full supply change was performed, allowing insulin delivery to resume. Symptoms included no reported changes in blood glucose. Outcomes included restoration of insulin delivery after supply replacement. Investigation included guided troubleshooting with a dry run and a full supply change. Investigation of this case revealed that the alert did not recur during the dry run and resolved after replacement of infusion components, indicating the issue was likely related to external disposable supplies rather than an internal pump motor failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user- or supply-related external to the pump mechanism, with device function confirmed through successful dry run and post-change operation.